Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation with saline mentor smooth round high profile 420cc breast implants developed left implant deflation that was observed on (B)(6) 2018. The patient underwent secondary retropectoral corrective breast augmentation with silicone gel implants via inframammary approach, bilateral lower and lateral capsulorrhaphy, bilateral correction of animation deformity, removal of deflated left breast implants, and replacement with a mentor memorygel breast implant 600cc, catalog number 3506004bc, serial number (B)(4), lot number: 7600876 (r) and a mentor memorygel breast implant 475cc, catalog number 3504754bc, serial number: (B)(4), lot number 7510423 (l) on (B)(6) 2018. This report is for the right side.